Event description:
The pt underwent a diagnostic procedure which was closed with the closer tsl 6fr device on 07/25/00 or 7/26/00. Oozing was noted after the procedure, and the pt complained of leg and back pain almost immediately after the closure. On 08/02/00, a CT scan revealed a total occlusion of the common femoral artery. The pt was taken to surgery where the surgeon reported that the artery walls were found stitched together. The stitch was removed and vessel flow restored.